Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer collapsed and fell on the pump, and the touch screen became shattered and unresponsive. Customer's blood glucose (bg) level was 30 mg/dl, and customer reported paramedics arrived to assist customer. Multiple follow up attempts were made to complete troubleshooting with the customer for the low bg event, however, the customer did not respond to follow up attempts. Reportedly, customer reverted to manual injections for insulin therapy.